Event description:
Paramedics attempted to administer a shock to a pt (pt details were not reported) diagnosed in cardiac arrest. The device allegedly displayed a connect electrodes alarm and use of the device was inhibited. A backup device was immediately available and used with the same defibrillation electrodes. The backup device also displayed a connect electrodes alarm. The operator changd the electrodes and was then able to administer shocks to the pt. The pt was not resuscitated. The reporter did not know if the alleged malfunction may have caused or contributed to the pt's outcome.